Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 a loss of connection had occurred. No product was provided for evaluation however data has been received for investigation. A follow-up will be submitted upon completion of data investigation. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR and first supplemental , a correction is required.

Manufacturer narrative:
(B)(4). B4: date of this report - correction. B5: describe event or problem - correction. G6: follow-up number - correction. H2: correction/additional information. H6: event problem and evaluation codes - additional information. This supplemental is being submitted for the purpose of disregarding follow-up #4, as MFR 3004753838-2018-131182-4 was reported with the incorrect follow-up number. Please disregard follow-up #4, as all this information was resubmitted under follow-up #2 with MFR 3004753838-2018-131182-2.".

Manufacturer narrative:
(B)(4). G-4 date correction.

Event description:
Subsequent to the initial MDR and first supplemental , a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR and first supplemental , a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed and passed. A pairing test was performed and passed. Functional testing was performed and there was no failure detected related to the complaint. A review of the data log confirmed the reported event of loss of connection. The probable cause was the transmitter and app were unable to establish a connection. No additional event or patient information is available.